Event description:
It was reported that the patient started his treatment on (B)(6) 2020 for his post-op left ankle surgery and the device already had a full blockage alarm an hour after it was started. There had been dressing changes and even with the new canister, full blockage still registers after all the troubleshooting steps (also provided by the first nurse she spoke with on (B)(6) 2020). The patient¿s girlfriend and the patient both confirmed that they do not feel the suctioning motion and that the dressing is not firm to the touch, not collapsed and doesn't appear raisin-like in appearance. After the troubleshooting was performed it was found that the blockage is present within soft port and that this needs to be reassessed and replaced as needed per clinical guideline. They were both referred to the patient¿s wound nurse and surgeon for further medical advice/instructions. No further information is available.